Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair despite attempts to toggle the sensor switch and restart, after which a new sensor was applied and successfully entered warmup; the event was characterized by intermittent communication failure and involved the antenna/electrical-magnetic components, with the responsible device for pairing not identified. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with the antenna component within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.